Event description:
The infusion pump was received at the service facility with a note stating "low flow errors". No additional info was received. No clinical info was received. No pt injury was reported.